Event description:
It was reported that bd vacutainer® urine analysis preservative tube was giving erroneous results. This occurred on 20 occasions. The following information was provided by the initial reporter: material no. 364992, batch no. Unknown -it was reported "data is not good". Pir verbiage received, - "customer is validating uap tube. Email communication I received indicated that "data is not good". Reached out to customer & lab director asking for additional details to help understand the problem so we could assist. They have not responded or provided additional details."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The clinical support specialist visited the account and discovered the problems they were having were user error, specifically not mixing the tubes properly. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: the most likely root cause was attributed to user error, specifically not mixing the tubes properly. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter facility: (B)(6) hospital. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® urine analysis preservative tube was giving erroneous results. This occurred on 20 occasions. The following information was provided by the initial reporter: material no. 364992, batch no. Unknown. -it was reported "data is not good". Pir verbiage received, - "customer is validating uap tube. Email communication I received indicated that "data is not good". Reached out to customer & lab director asking for additional details to help understand the problem so we could assist. They have not responded or provided additional details."